Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead. Product ID: 37752, serial# (B)(4), product type recharger product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient was sitting at his desk at work when he momentarily stopped feeling stimulation, and then started feeling stimulation in his right arm. The leads were placed in the neck for his left arm pain. The patient reported no known event or trauma that could have caused this change. Over the next few weeks the patient continued to feel stimulation in his right arm more than his left arm. He tried different programs and adjusting stimulation up and down but had not been able to increase stimulation in his left arm. The patient had an appointment scheduled for (B)(6). Additional information has been requested, but was not available as of the date of this report.